Event description:
The plaintiff's attorney alleged that the patient received hemodialysis treatment and, thereafter, experienced a cardiopulmonary arrest before expiring on that same day. This injury is alleged to have been caused by the product naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.